Event description:
The patient reportedly experienced intermittency followed by loss of lock. External equipment was exchanged and programming adjustments were attempted; however this did not resolve the issue. Surgery to explant the patients device will be scheduled.